Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a needle site dislodgement when they were lying on the adhesive and the elastic waistband of their pull-up pants pulled the infusion set from the insertion site and got high blood glucose on (B)(6) 2026.